Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Our clinical investigation concluded: no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. Per article ¿all patients wound healing occurred uneventfully without recurrence of the cyst or wound drainage.¿ in addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Heredia, j. D., iban, m. R., gutiérrez, r. C., diaz, r. R., del val, I. C. M., & merino, l. T. (2014). Early postoperative transtibial articular fistula formation after anterior cruciate ligament reconstruction: a review of three cases. Archives of orthopaedic and trauma surgery, 134(6), 829-834. Doi: 10.1007/s00402-014-1988-6.

Event description:
It was reported that on literature review ¿early postoperative transtibial articular fistula formation after anterior cruciate ligament¿; after surgery with an "unknown "biosure ha" device, one patient had post-operative cutaneous fistula with knee mild swelling requiring re-operation. No further information is available.